Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller and options for the patient. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this system was exhibiting gradual increasing pacing impedance measurements on the right ventricular (rv) channel. The measurements have increased from 1470 ohms to greater than 2000 ohms. Sensing and threshold measurements are stable and within normal limits. No adverse patient effects were reported.